Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents and enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. Externalized conductors were reported on a riata lead. No electrical anomalies were found when tested. Lead would continue to be monitored.